Event description:
It was reported that the patient underwent a posterior repair procedure where an advantage system was implanted on (B)(6) 2023. During the same procedure, cystoscopy and anterior repair were also performed. Following the implantation, the patient experienced recurrent urinary tract infections. On (B)(6) 2024, the patient was diagnosed with exposed bladder mesh. Cystoscopy confirmed exposure at the bladder neck in the 9 o'clock position, while the urethra and remainder of the bladder were without any exposed mesh. Additionally, the patient underwent mesh revision, laser ablation of the exposed mesh, and fulguration. The laser was successful in targeting the mesh until no more pieces were identified. The laser was removed once normal protuberance was observed, and an electrode was used to cauterize the area. Once hemostasis was fully achieved, the scope and electrode were removed, and a foley catheter was inserted. The patient tolerated the procedure well with no immediate complications. On (B)(6) 2025, the patient was diagnosed with incomplete bladder emptying and complications associated with a genitourinary device. She underwent revision of the urethral sling, including the sub-urethral portions and left suprapubic portion. Cystoscopy was also performed. During the procedure, a 2-cm incision was made from the left suprapubic area to the pubic bone. The sling was identified and freed from the surrounding fatty tissue. About 2-cm of the mesh was excised and removed and sent to pathology for gross examination. Additionally, a previously implanted mid-urethral sling was also revised.

Manufacturer narrative:
Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2023, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the suspect device lot number is unknown; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) health. (B)(6). The revising physicians are: dr. (B)(6). (B)(6) hospital. (B)(6). Dr. (B)(6). (B)(6) hospital (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2006 - erosion. E1310 - urinary tract infection. E1309 - urinary retention. The following imdrf impact code capture the reportable event of: f1905 - mesh revision.